Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. Per tandem's cartridge user guide: "the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin" h3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. The customer overfilled the cartridge with more insulin than the cartridge can hold. Technical support educated customer regarding cartridge/insulin labeling. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no reported adverse impact to the customer¿s blood glucose level.